Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using 2 proglide devices via a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, a cuff miss occurred with the first proglide device. A second proglide device was attempted; however, the foot was difficult to retract. The foot was able to be closed and the proglide device was removed from the patient anatomy. A small hematoma occurred and manual arterial compression was applied to achieve hemostasis and treat the hematoma. No further treatment was performed. There was no adverse patient sequel and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Testing on the 5 returned proglide devices was successfully performed with no malfunctions noted. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.